Event description:
Reporter alleged customer obtained discrepant blood glucose results of 382 mg/dl on customer's advantage system compared to the doctor's measurement of 152 mg/dl when testing was performed during a routine appointment. Reporter stated, a lab measured 160 mg/dl within 5-10 minutes after the comparative testing. No actions were reported taken or treatment received. No specific timeframe was provided between the original customer's result and the doctor's measurement other than the reference to back to back testing. A request was made for the return of the suspect device and replacement product was sent.